Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with driveline drainage and was admitted on 10nov2023 with concern for infection. The driveline culture came back positive for methicillin-susceptible staphylococcus aureus (mssa). The patient was initiated on ancef (cefazolin), and it was noted that the patient would remain on ancef as an outpatient for 6 weeks. The patient was discharged in a stable condition on 14nov2023. The left ventricular assist device (lvad) operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.